Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2013; dtba1q1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after the implant, the left ventricular thresholds rose and were high. The lead was repositioned in a new location. No patient complications have been reported as a result of this event.